Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description: analysis confirmed normal battery depletion.

Event description:
It was reported that the pulse generator exhibited backup vvi mode.